Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that subject coil comes off itself in the catheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual / microscopic inspection indicated that the main coil was returned detached from the delivery wire. The second device returned had the main coil attached to the delivery wire, therefore this is not the subject device. The returned main coil was kinked in a number of locations. Functional test: not required as the defect was visually confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the coil comes off by itself in the catheter. The device was returned for analysis and the main coil was noted to have been prematurely detached and the main coil was kinked, confirming the reported event. There was no answer received to the additional questions. It is probable that the device was damaged due to anatomical or procedural factors during use of the device. An assignable cause of procedural factors will be assigned to the reported and analyzed main coil prematurely detached/separated during use and the analyzed main coil kinked/bent, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that subject coil comes off itself in the catheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.